Event description:
It was reported that the patient died following an anastomotic leak. The case date was on the 20th of october, and I was present in the case supporting the surgeon with the use of the device. The device performed as normal and passed the leak test. On day 6 post op the patient started to show signs of a leak and had developed sepsis, the patient later died in the ICU. The surgeon doesn't believe the device is the cause of the death, unfortunately there were in a bad way before the operation, so this was probably the cause, but he thought it best to report anyway as our device was used. Procedure: unknown.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the product code for the device that was used in the procedure? What was the lot or batch for the device that was used in the procedure? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? Was a re-operation done prior to the patient passing away? If yes, what was observed at the site of the leak upon reoperation? How was the leak addressed? Can a detailed timeline of events leading up to the patient¿s death be provided? Was an autopsy performed? If yes, can the report be shared with us? What was the date of the patient death? Has a cause of death been determined? Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/02/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? Other factors. What was the product code for the device that was used in the procedure? Cdh29p. What was the lot or batch for the device that was used in the procedure? Unknown. What were the indications for surgery? Rectal cancer. What surgical procedure was performed? Lap sigmoid. Did the patient receive any preoperative chemotherapy or radiation? Yes, chemotherapy what healthcare professional fired the device and what is his/her experience with the device? Mr. (B)(6) is an extremely experienced colorectal surgeon who has had previous experience using the powered cdh as they used this as standard at his previous hospital. Mr. (B)(6). Was key in leading the trial for powered cdh at manchester royal. As this was his first time using the device in a few months I attended the case for extra support should it be required. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Just below middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Yes, audible crunch and green illuminated check mark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? If so, please describe. Yes these were inspected to see if it was a full complete doughnut, both were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? Yes, by filling the abdomen with saline and pumping air through the colon. No bubbles were seen so this passed the air leak test and surgeon was happy was the staple line visualized endoscopically during the initial surgical procedure? Yes, all looked fine. How was the leak identified? CT abdo/pelvis. Was a re-operation done prior to the patient passing away? If yes, what was observed at the site of the leak upon reoperation? Yes, most (75%) of the anastomosis had become detached with resulting faecal contamination. The colonic conduit appeared ischaemic how was the leak addressed? Laparotomy, ends closed off and laparostomy can a detailed timeline of events leading up to the patient¿s death be provided? Patient x was planned for discharge home on 26/10 but began scoring ews 8 and above from 18:30 onwards on (B)(6) 2022. Patient was post lap sigmoid colectomy on 20/10 and was complaining of abdo pain and had a visibly distended abdomen. Recent bloods showed that crp had doubled, so nursing staff had been informed by surgical team there was a possibility that this patient had an anastomotic leak. At the point the patient became unwell, the nursing staff informed the general surgery core trainee on-call of patient¿s rapid deterioration and urgent review needed. He attended ward with the registrar and sepsis screening began. The plan was that the patient needed an urgent CT which was undertaken 26/10 00:56 and anastomotic leak confirmed. The patient did not go to theatre overnight as a major trauma came in which took priority. Patient x remained unwell throughout the nightshift and at 08:45 on 26/10 theatre staff came to take the patient to theatre but the patient had gone into cardiac arrest. Pt had 3 cycles of CPR and went to theatre for an emergency laparotomy and wash out. He had a further cardiac arrest on the operating table with restored output with cardiac compressions. Patient passed away in itu on (B)(6) 2022. A review has been undertaken by consultant colorectal surgeon, mr (B)(6). Was an autopsy performed? If yes, can the report be shared with us? Yes but the surgeon does not have access to the results. What was the date of the patient death? (B)(6) 2022 has a cause of death been determined? Multi organ failure h11: corrected data = d4, h1. Upon review of the information provided in h10, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.